Event description:
It was reported that during a da vinci-assisted surgical procedure that erbe error c-34 occurred. The customer swapped monopolar energy ports, power cycled the erbe, and replaced the monopolar energy cable, but the issue persisted. The procedure was reportedly being completed as planned, but how the issue was resolved was not specified. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked the erbe and confirmed error c-34 and c-00. The integrated electro surgical unit (iesu) was replaced. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The integrated electro surgical unit (iesu) was analyzed and found the issue was verified in the system error logs, which showed error c-34. Visual inspection identified an issue related to the reported event. When tested on the system, the unit displayed error c-34 on startup, and erbe logs also showed error c-00. The complaint regarding erbe error c34 was confirmed by failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34 and m-11. This error indicates a lower voltage than expected during energy activation.